Manufacturer narrative:
Initially we were informed that the handle was not working anymore. Only after the inspection of the retrieved device, on (B)(6) 2011, we finally discovered that the mobile peg was broken. On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully, as happened in this case. From the document review of the lot involved ((B)(4) - 25 handles manufactured) no particular anomalies were found related to the problem occurred. No other similar events concerning this lot were received up to now.

Event description:
The mobile peg of the handle 0.15.10.0131 was broken. No patient or user involved: the surgery was completed successfully.